Event description:
The pt's present post-operative condition was good. The intervention was a bridging femoral-popliteal procedure. The clinical outcome of the intervention is "revascularization after ischemia." The quantity of blood lost through the graft is unk but not considered a serious loss. The original implanted graft site was at the superficial femoral artery. The pt's vessel was not calcified in the area of the rupture. The entire back of the graft was ruptured ("as if cut with a cutter"). The original implantation was done in 2001 and was also a bridging femoral popliteal procedure.

Event description:
The physician claims that the graft, implanted 3 years ago, presented a spontaneous rupture. Intervention was required due to the urgency of the event. In 2004, co received the following additional information: note: the exact implant date is unknown and being approximated as 2001 for FDA reporting purposes only.